Event description:
It was reported that a spectrum pump was alarming for system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The reported "system error 322" was confirmed through the history log, but was unable to be reproduced. The upper latch switch gap was found to be not within spec. The upper latch switch gap was adjusted to correct this deficiency. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.